Event description:
On (B)(6) 2019: for the stenosis of inferior duodenal angulus, the stent (dxdt2212) was place in the second part of duodenum with the proximal side of the stent at papilla. On (B)(6) 2020: the stent was found being fractured in CT image at 2cm away from the distal edge. On (B)(6) 2020: patient showed a symptom of vomiting. When observing in scope, the fractured stent was still moving over time and the remained part of stent still functioned. Because the fractured part of the sent was still moving over time, an ileus tube was placed until (B)(6) 2020 to monitor how it would go. On (B)(6) 2020: it was confirmed that the fractured part of the sent was still there in CT image. Because the patient still had had the ileus tube. The surgery for removing the fractured part of the stent is planned during the week.

Manufacturer narrative:
It was reported that the stent was found being fractured in CT image at 2cm away from the distal edge. Through the attached photo, it is confirmed that some fractured part had been removed. As a result of analysis of returned device, some fractured part was returned. Foreign substance was congealed on the fractured stent cell. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Fracture can be occurred by other company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. Duodenum structure where stent was implanted is curvy. Stent can be frequently pressured due to patient's lesion status, and fracture be possible. However, it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. Based on the congealed foreign substance on the fractured stent cell, it is assumed that the stent was fractured due to the patient lesion's peristalses, pressure, foreign substance such as food, body fluids and so on. Through the user manual by taewoong, it is stated that "potential complications associated with the use of niti-s & comvi stent may include, but are not limited to: stent fracture." This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Manufacturer narrative:
It was reported that the stent was found being fractured in CT image at 2cm away from the distal edge. Also, patient showed a symptom of vomiting. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. However, it is hard to exactly analysis because the device was not returned yet. Investigation will be conducted once device is returned and we will send follow-up report accordingly.

Event description:
(B)(6) 2019: for the stenosis of inferior duodenal angulus, the stent (dxdt2212) was place in the second part of duodenum with the proximal side of the stent at papilla. (B)(6) 2020: the stent was found being fractured in CT image at 2cm away from the distal edge. (B)(6) 2020: patient showed a symptom of vomiting. When observing in scope, the fractured stent was still moving over time and the remained part of stent still functioned. Because the fractured part of the sent was still moving over time, an ileus tube was placed until (B)(6) 2020 to monitor how it would go. (B)(6) 2020: it was confirmed that the fractured part of the sent was still there in CT image. Because the patient still had had the ileus tube. The surgery for removing the fractured part of the stent is planned during the week.